Event description:
It was reported that a 4.0x18 promus rx drug-eluting stent delivery system was deployed in a heavily calcified, eccentric, 78% stenosed lesion in the proximal right coronary artery on (B)(6) 2011, resulting in a timi flow of 3. Two months post-procedure, the patient presented with sudden recurrent angina. Intravascular ultrasound revealed that the 4.0x18 promus stent had collapsed from extrinsic compression of the stent by the calcified lesion, which was 90% re-stenosed. The stenosed vessel was treated with pre-dilatation using an unspecified 4.0x15 nc balloon, followed by high-pressure deployment of a 4.5x15 vision stent, successfully resulting in a timi 3 flow. There was no reported patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. A cine review confirmed that the stent implanted on (B)(6) 2011 appears to be fully apposed, and that on (B)(6) 2011 there was tight focal restenosis at the site of the previously implanted stent. Based on the information reviewed, there is no indication of a product deficiency.